Manufacturer narrative:
It was reported that customer wanted to insert the hls set into the electromagnetic drive of the cardiohelp. Further it was reported that the locking mechanism of the left-side click fastening broke off when inserting. The patient was not connected yet. No harm to any person has been reported. The hls set was replaced before use as consequence. As the situation caused a delay in treatment a report is required. The affected product was investigated in the getinge laboratory on 2024-12-03 with following conclusion: the failure could be confirmed. The holding lug is broken off. The most probable root cause of the failure is considered to be breakage due to the interaction of several factors such as a considerable external force / internal stress in/on the component. As stated in instructions for use of the hls set, in the chapter "safety instructions for the oxygenator", "incorrect installation of the hls module advanced can lead to a device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump". According to the instruction for use (IFU) of the cardiohelp, chapter "attaching the disposable for the hls retainer", it is indicated that "if the disposable is not pre-connected, connect it in the tube system before attaching it to the cardiohelp-I. Open the safety bar. Ensure that the safety bar release mechanism clicks into place. Position the disposable on the pump drive turned through approx. 10° clockwise. Turn the disposable counterclockwise until vertical. Ensure that the three guide pins are in the corresponding holes in the disposable and the locking device clicks into place. Ensure that the disposable is correctly positioned and securely fixed". The production records of the affected product were reviewed on 2024-12-04. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "holding lug broke off" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that customer wanted to insert the hls set into the electromagnetic drive of the cardio help. According to the customer, the locking mechanism of the left-side click fastening broke off when inserting it. The connection was made by the user on site when inserted for priming, no connection to the patient was made. The possibility of excessive force / rough handling was ruled out by the customer. The hls set was exchanged before use. The failure caused a delay in treatment. The failure occurred before use. No harm to any person has been reported. A delay in treatment was reported due to the failure. Therefore, a report is needed. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.